Event description:
Lead management case to extract one non-functional 4088 rv pacing lead. The physician prepped the lead and attempted to remove it using a 14f glidelight; upon reaching the svc it was decided to upsize to a 16f glidelight with an outer sheath. During use the blood pressure dropped. A sternotomy was performed where they repaired an svc tear. The patient survived the intervention.

Manufacturer narrative:
Placeholder.